Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. As of the date of this report, it has not yet been returned. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
The patient was monitored because he was not feeling well, and it was observed in the angiographic control that the catheter had fragmented just in the area of the radiopaque mark.

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.